Event description:
Infant born prematurely at 37 weeks gestation. Infant required care in special care nursery. On dol (day of life) #1, infant developed 2 blisters (1 on left arm & 1 on left hand). The blisters were assessed by provider & wound care and cared for with dressing changes. It was later determined these 2 blisters were a burn related to a transilluminator used to assist with blood collection. The infant has required on-going dressing changes to the area and is being followed by plastic surgery for wound management. No acute interventions have been needed at the time of this report.